Event description:
It was reported that the insulin pump alarmed software error. Customer's blood glucose reading was 139 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump was programed with proper time and date also programmed with multiple boluses; all of the boluses were delivered and recorded properly. No unexpected a52 alarms noted. The insulin pump passed displacement test and self test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.